Event description:
Reporter indicated the patient had vns generator replacement surgery only performed on (B)(6) 2011. During the surgery it was noted the vns lead was under some "tension" due to recent fall trauma. The lead was repositioned and the diagnostics were within normal limits with the resident lead and new vns generator. The explanted generator was discarded after surgery.

Event description:
Reporter indicated a patient had a fall two months previously and as a result had vns lead protrusion, neck pain, and a lead-pulling sensation. X-rays were not performed. The reporter attributes the lead protrusion, neck pain, and lead-pulling sensation to the fall trauma.surgery to replace the vns lead and generator was planned for (B)(6) 2011, but surgery has not been confirmed yet.